Event description:
In 2009, the pt was implanted with gore excluder aaa endoprosthesis to treat a large aortic aneurysm. The physician had difficulty canulating the gate prior to ballooning the proximal portion of the device, so he went up and over the gate to canulate. A cook 18fr sheath was then advanced to the contralateral gate. As it was advanced, the sheath got caught and the device was pushed proximally which unintentionally covered the renal arteries. The physician again went up and over the flow splitter and used a wire to pull the device back down into proper position. The pt tolerated the position and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Conclusions - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.